Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed some damage on the smc elbow connector. Following the visual inspection, the investigator filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (not warming up) was confirmed during testing. After opening up the back panel, the investigator noticed that the return tube was cracked causing the water not to circulate. The device was not heating up for this reason. The cracked tube was attributed to a design issue. The return tube and smc connector were replaced. The device was subsequently tested and passed the functional test. The measured temperature was 41.7 degrees, which was within tolerance.

Event description:
Information was received that a smiths medical level 1 trauma fast flow system is not warming. No patient injury occurred.